Event description:
A customer reported that their AED showed a replace battery now warning. No more information provided. No report of this occurring during patient use.

Manufacturer narrative:
Analysis of the log files from the AED showed it was manufactured on 1/24/2020 and placed into service on 11/03/2021 with the battery pack in question (serial number (B)(6)). The log file review showed that the customer's failure to promptly address red asi warnings reduced battery life expectancy.